Event description:
Reporter alleged the lancet needle that is a part of the multiclix system used in finger-stick blood glucose testing protrudes outside the end of the dial cap. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.